Manufacturer narrative:
Trackwise ID# (B)(4). Complaint event deemed as a malfunction, corrected MDR record to reflect malfunction.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed. They eventually finished the case by cutting the leg. One incision was made to elongate the initial incision at the knee. A second small cut was made mid-thigh to get one remaining branch that was difficult to reach when doing the case. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4).

Manufacturer narrative:
Trackwise ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.